Event description:
The customer reported that he experienced a high blood glucose of 400 mg/dl and expierienced a no delivery alarm on the insulin pump. The custoemr stated he changed out the set and insulin three times because he kept forgetting to take the cover off the needle. The customer treated with a shot of insulin. Nothing further was reported.